Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(4)) displayed a mid:14 (bg power supply) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.